Event description:
It was reported that black material came out of the tip and deposited into the knee.

Manufacturer narrative:
A visual examination was performed on the returned product. Proximal end: fiber is slightly burned on surface. The fiber is recessed .005" . Glass particles on surface of fiber. Distal end: fiber tip is burned, melted, and carbonized. The metal shaft at the tip is also carbonized. On metal shaft at second hole (near 30 degree bend) the high temperature epoxy is burned (black, should be dark amber). Fiber position -.005". The shaft is bent 30 degrees. Possible cause: reused device not inspected/improperly inspected under magnification according to instructions for use/reuse; omni multiuse handpiece and fiber assembly not inspected/improperly inspected under magnification according to instructions for use/reuse; reused device used beyond end of useful life.